Event description:
During a ptca procedure, the shaft of the catheter broke during advancement. It was also reported that the pt had arrived with a myocardial infraction. Pt status was listed as "not good". Additional info has been requested.